Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The patient's medical history included ibd. Normal gynecological status. Previously administered products included for an unreported indication: asacol. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy salpingectomy for essure removal). Essure was removed on (B)(6)2020. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be unrelated to essure. The reporter commented: essure was removed at patient´s request, reporter considered the event was unrelated to essure. Essure lot number was not available. The sending of the essure samples for investigation was being prepared at the time of this report. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. We received a device sample in this case. A technical investigation was conducted, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The patient's medical history included ibd. Normal gynecological status. Previously administered products included for an unreported indication: asacol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy procedure, salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be unrelated to essure. The reporter commented: essure was removed at patient´s request. The sending of the essure samples for investigation was being prepared at the time of this report. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. We received a device sample in this case. A technical investigation will be conducted, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for contraception. The patient's medical history included ibd. Normal gynecological status. Previously administered products included for an unreported indication: asacol. Concomitant products included mesalazine (asacol) since (B)(6) 2015 for inflammatory bowel disease. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy salpingectomy for essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be unrelated to essure. The reporter commented: essure was removed at patient´s request, reporter considered the event was unrelated to essure. Essure lot number was not available. The sending of the essure samples for investigation was being prepared at the time of this report. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: ha reference number added. New concomitant drug added. We received a device sample in this case. A technical investigation was conducted, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.